Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed with a defective plastic on the cable pull. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information on 08-apr-2024: no further information can be disclosed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing, but the conductor wires were exposed. The instrument passed an electrical continuity test. Thermal damage was observed near the yaw pulley. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.